Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were r-wave amplitude variation and automatic mode switch (ams) episodes from far r over-sensing on the patient's pacemaker. The clinic will continue to monitor the patient. The patient was in stable condition.